Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was to undergo an implantable neurostimulator (ins) exchange at the hospital and switching from an older generation to a newer one. They were completing the calculations for transferring settings from the old device to the newer one, but there were some issues with the dbs settings being programmed properly. Sometimes the settings were correct but stimulation had been set to 0 (so no real therapy was being delivered), sometimes the ins had been switched off, or other times settings were correct but there was no range offered to the patient to make adjustments. In this instance the battery was turned off and they were receiving no stimulation.